Event description:
It was reported while using bd luer-lok¿ syringe 20 ml bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: contaminants as reported by our customer. 20 ml, lot # - 2123361.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the physical sample showed that there was a foreign matter particulate on the returned sample. Ftir testing was performed in an attempt to determine the composition of the material, but the result of the test was inconclusive. Since the ftir results were inconclusive, and an exact material composition could not be determined, an exact manufacturing related root cause could not be determined. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe 20 ml bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: contaminants as reported by our customer. 20 ml, lot # - 2123361.